Event description:
End user states "the (B)(4) was delivered with loose armrests." No injury alleged.

Event description:
End user states "the sx5 was delivered with loose armrests." No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1531186-2012-00724 indicating the model number as sx5. The correct model number is trsx58fb. (B)(4) no RMA has been initiated for this issue. Model sx5, serial number/date code (B)(4) is approximately 3 months old. The owner' manual part number 1110550 rev g (feb-11) was issued with this device. The owner' manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner' manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
16aug12 - lg - no RMA has been initiated for this issue. Model sx5, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.